Manufacturer narrative:
It was reported that the patient's ipg was still functioning prior to the procedure and that this event was an elective procedure, therefore, it is no longer considered reportable.

Event description:
It was reported that the patient's ipg was still functioning prior to the procedure and that this event was an elective procedure, therefore, it is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable because they stopped recharging it due to lack of need for therapy. Surgical intervention is anticipated.